Event description:
It was reported that during transport of the pt within the hospital, the pump began experiencing system 2 and system 3 alarms. The pt was transferred to another pump without any complications.